Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted due to the prizm 2 recall. During the explant procedure, the pace/sense portion of this implantable transvenous defibrillation lead was capped as it was not functioning. A new guidant ICD and rate/sense lead were subsequently implanted. The shocking portion of the defibrillation lead remains active and in-service.